Event description:
It was reported that patient had poly swap due to instability.

Manufacturer narrative:
The lot code provided, 61213y. Is invalid. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.